Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected turbine assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected turbine assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the volume delivery is more than ten percent. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported event is the turbine assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect turbine assembly for investigation. An investigation was performed; the reported issue could be confirmed and duplicated as described. The turbine interface printed circuit board assembly has become corrupted and failed. This issue will be internally investigated within vyaire.